Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to a constant insert slide clamp message which prevented an infusion from being programmed and run. The device was determined to not meet all product specifications related to the reported event. The failed flow rate accuracy test was verified through measurement of the pressure plate travel. The pressure plate travel was measured and found that the upstream valve, downstream valve, and downstream finger were all out of specification causing the reported infusion inaccuracy. The pressure plate travel was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.